Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor saline breast prostheses that both deflated post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 375cc saline breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09-jun-2022, mentor received additional information about the event. The device is a mentor smooth round moderate profile 375cc saline breast prosthesis, catalog #3501660, lot #266693, UDI (B)(4), PMA #p990075. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On 17-jun-2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 30-jun-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according with the information received, the patient experienced a deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable leaks. Although no product deflation was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).